Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the surgeon stated there was an air leak. Case completed with same device. There was a leak discovered post-op which was repaired by leaving a chest tube in until the patient healed.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what color cartridge was used? Green. Wedge or anatomical resection? Unknown. Surgeon performs both wedge and lobectomy procedures routinely. How long is prolonged air leak? Unknown. Is the device being fired in one complete stroke or is the surgeon using pulsing technique? One complete stroke were any adjuncts used to i.e. Buttressing material? No. What is the current status of the patient? Fine.